Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy during testing. There was no patient injury reported.

Manufacturer narrative:
Unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top rear tamper seal was missing. No damage was observed on the pump. Functional testing involved accuracy testing. Three separate accuracy tests were performed and it was found that the device was over delivering to manufacturing specifications. This was determined to be the cause. The expulsor assembly was replaced as an action to correct the issue. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.